Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2014 and performed to specification up to the (B)(6) 2016. The device records a 33 minute event during this time in which an in range patient impedance was recorded, shocks were delivered. Multiple manual power ups of ten minutes duration and some of nonsensical durations were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. The device failed to power off using the on/off button. This indicates a fault. A test shock was carried out and an acceptable measurement was recorded. The device again failed to power off using the on/off button. Investigation found the reported fault can be attributed to membrane failure due to corrosion. The corrosion resulted in the device failing to power off using the on/button and would account for the manual power ups recorded and the excess current drain measured. The corrosion observed on the membrane tail would suggest the device was subject to adverse storage conditions, although this could not be confirmed by any other means. The fault could not be replicated with a new membrane fitted. Upon internal inspection of the device the coin cell was observed to be slightly displaced. This did not affect the operation of the device but may suggest the device had suffered substantial impact.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.